Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that because the device was "shorting out and shocking" they had to have it replaced a week before leaving on a trip, which made for an uncomfortable plane right. They felt the shock from their heart to their feet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient got some message on the patient programmer (pp) prior to the appointment that showed the implantable neurostimulator (ins) was low and was not letting the patient make any adjustments. It was indicated that the patient was using the active program with an amplitude of 2.6 v. The hcp noted that they ran an impedance test at default settings of 1 v and 210 ¿s and the patient felt a sharp jolting down their leg to their toes when the programmer was checking c1 or c2. The hcp stated that they stopped the session and when they re-interrogated they got a message about invalid parameters. The hcp then attempted to check the settings using the pp and it showed that stimulation was off. The hcp then interrogated with their clinician programmer and there were no problems with starting the session indicated. The hcp reran the impedances with an amplitude at 0.5 v and many pairs were out of range, >4000 ohms. The hcp noted that the patient was feeling shocking during the impedance test and had not felt the shocking sensation prior to the appointment on the day of report. It was indicated that the patient had been increasing the amplitude over the past two weeks to try and get better therapeutic effect and had one brief zap at an unknown time. The hcp noted that they had met with the patient a couple months ago because of a decline in efficacy and at that time, when interrogated with the clinician programmer, it showed that the device had been turned off. It was indicated that the patient and hcp did not know how the ins was turned off. The hcp turned stimulation back on and it seemed to be working without issue. No further complications were reported or were expected.